Event description:
A malfunction alarm was reported with malfunction code malf 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer service provided information to reset the pump, assisted in the reset process, and ensured the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which the customer acknowledged and understood.